Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed an out of calibration force sensor. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on 02/28/2012. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Evaluation revealed an out of calibration force sensor. Unrelated to the complaint, the bolus button cover was found to be missing but the bolus button was still functioning normally; this issue is obvious and detectable to the user and should alert the user to discontinue use of the device.